Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated the incorrect bolus amount to be delivered. The customer's blood glucose (bg) level ranged from being in the 70's-118 mg/dl. Review of the pump data logs by tandem technical support verified that the customer had not entered 23 grams of carbohydrates for bolus calculation as the customer had believed, but had manually requested and delivered an override bolus of 10 units instead. Tandem technical support provided additional training in regards to bolus deliveries. Customer acknowledged the issue was due to user error and pump was performing as intended.